Event description:
It was reported that customer¿s pump displayed cartridge change error and was unable to engage with cartridge, and distributor later noted that cartridge had no o-ring on pneumatic connection. There was no reported impact to the customer¿s blood glucose level. Customer followed on-screen instructions, loaded a different new cartridge using proper technique, and error did not recur, resolving issue, and no device or product was returned for further investigation, with no additional information expected.